Manufacturer narrative:
This report is submitted on september 13, 2019.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site, subsequently the device was explanted on (B)(6) 2019. The patient was treated with IV antibiotics.

Manufacturer narrative:
This report is submitted september 25, 2019.